Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involved a 25 cm (10") ext set w/3-port nanoclave manifold, check valve, clamp, luer lock. It was reported that the right valve was in good condition, the middle valve was sunken, and the left valve was slightly sunken. The right valve was used for continuous infusion. The middle valve, which had a red cap, was found broken. During an MRI on (B)(6) 2025, while administering a bolus medication, the middle valve was observed to have sunk in. The red cap was later added to indicate the route was out of order (not caused by the cap). On (B)(6) 2025, the patient returned to the ward; the red cap signified the valve was unusable. A bolus medication was then administered through the left valve, which had sunk deeper and leaked medication outward. There was patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
One used device was received for evaluation. A stick down was observed on two of the nanoclaves. The reported complaint of a leak could be confirmed. The returned sample was observed to have multiple nanoclaves with a seal stuck down. The nanoclaves were disassembled and found to have damaged spikes. The probable cause of the leak is from the use of an incompatible mating device. The dfu states: needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm). Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint. B.